Manufacturer narrative:
Customer requested remote service.

Event description:
It was reported to philips that the customer wanted to have the hardware error logs checked. The remote service engineer (rse) evaluated with the assistance of the customer, once the logs were checked the rse emailed the logs over to the customer. The rse provided the customer with the logs after they were checked. The device remains at the customer site and no further evaluation is required at this time.